Event description:
It was reported that the patient presented in the clinic for a follow-up. Device interrogation revealed intermittent capture in the ventricular channel of the pacemaker. Programming changes were made. The patient was in stable condition.